Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported the lead m igrated down about 2. 5 inches. The patient stated that they went to their healthcare provider office today and the manufacturer representative activated the therapy. The patient stated that they forgot to take the case with all of the external device to their app ointment today. The patient stated they are not sure how to use the devices. The patient reported the controller pouch was stiff new leather and they had a hard time removing the controller from the pouch. The patient reported they are not feeling stimulation like they were feeling stimulation during the trial. The patient increased the stimulation to 2.0v and was still not feeling the stimulation. The manufacturer's patient services specialist (pss) asked the patient to connect with the controller and controller showed that the ins was 30% charged and controller was 80% charged. The patient was able to recharge the ins at excellent recharging quality. Pss  reviewed device function. The troubleshooting steps that were taken on the call resolved the issue. All the devices are functioning as intended.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID neu_unknown lot# serial# unknown product type unknown product ID 977a260 serial# (B)(4) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead. Rr submitted to include additional coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID neu_unknown lot# serial# unknown implanted: : product type unknown product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024 : product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 : product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt stated that they got 100% relief from the trial device. Pt stated that 2.5 months later they got the ins implanted and they had lead migration so they never got pain relief. Pt stated that they were referred to a neurosurgeon who did a test and then was scheduling them for surgery so it was late april by the time they had the paddle lead implanted versus the other lead. Pt stated that they had complications after that where in the upper incision in their back they developed a seroma and they had to drive downtown everyday to have it drained. Pt stated that they had 25 surgeries and that surgery ranked up there as #1 for pain for them. Pt stated that they couldn't activate the ins while having issues with the seroma. Pt stated that the seroma fluid was pressing on the nerves in their back and they couldn't even have a sheet touching their back due to the pain. Pt stated that they used a heating pad for 3 times a day two hours a day and within a week or two the seroma dissipated. Pt stated that then the ins was activated in late may or june and it was frustrating not getting any pain relief. Pt stated that they were in so much pain the other day and the ins battery was full but they saw that stim was off. Pt stated that they had never gotten 100% pain relief like they did during the trial. Pt stated that they talked to the rep who told them to reset the controller. Pt stated that they were working with manufacturer representative (rep) who got the programming right, but when they had the surgery for the ins to be implanted, they had the chills and the pain was horrific. Pt said after rep did the programming, they got 100% relief then. Pt stated that they would start vibrating down their right hip and thigh even though the ins battery was on their left side. Pt stated that they had the paddle lead up their spine from the revision.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID neu_unknown lot# serial# unknown product type unknown product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient had a software problem and their back cover was completely stuck on the cover. Patient could not get the back cover off again and they were afraid they were going to break it. Pt declined troubleshooting due to this and wanted to wait for their mdt representative to see if they could get the cover off. Patient stated the screen displayed software problem 1 intellis 2 3. 6 3 245 4 pt stated it was something in german. During the call patient verified they had an 97745nt cover. Patient tried to put the cover on and it did not fit correctly back on. The cover was affixed at the bottom very tightly but as you go up where you are supposed to slide it down it popped up. Patient had their nails done and patient did not want to break their nails or scratch the controller. Patient service reviewed with patient that they would need to have the battery pack removed to clear the software message. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the back cover for when it was removed. Pt stated they had the controller replaced through sunmed. Pt stated they had a laminectomy and had wires replaced for paddle leads. Pt called back stating that their controller had gotten stolen and that they had the controller replaced but they had to wait two weeks to have the implant (ins) turned on between hcp's and the rep's schedules. Pt said that they were now over 6 weeks post-op and that they had met with rep and an error message kept coming up on the controller. Pt said that the error was no device found when trying to communicate with ins. Pt said that the rep tried to go through tech mode and that the rep had sent them the instructions for tech mode in a text message for them to do when they got home. Pt said that they got the controller paired to the ins. Pt said that they had decreased the stimulation because when they laid down their whole right side was vibrating. Pt said that then the device went into dark mode and went back to where it was yesterday (no device found). Pt said that they had to do tech mode every time they wanted to make therapy adjustments. Pt said that the leads migrated after the ins was implanted and that (B)(6) was their third surgery. Agent asked the pt to take the battery pack out of the controller and pt became upset. Pt said that the back cover got stuck on the controller and that they had a cover that didn't fit so the rep had to get the cover off for them. Agent was reviewing controller covers with the pt when pt rudely interrupted and insisted they had the right cover and that it was just hard to get the cover off and on. Pt then said that they were sent a different cover before. Agent had the pt reset the controller and then unlock the controller. Pt saw no device found. Agent had the pt initiate an ins recharging session, however they still saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers appear as 92 92 93 on the trying to recharge screen. Pt saw that the controller l ight was flashing green. Agent was reviewing no device found and passive recharge mode with the pt when pt rudely interrupted and said that they had controller and ins recharged fully yesterday morning so the ins couldn't be low. Pt said that this had been a whole nightmare between the surgeries and then there was a problem after the surgery where the upper incision that the neurosurgeon made developed a seroma which was a fluid filled sack so they had to have their back drained with hcp every other day and the pain was horrific since the fluid was putting pressure on all of the nerves. Pt also expressed having difficulty with sunmed and hcp getting the lost controller replaced. Pt then saw the batteries screen with the controller at 90% and the ins at 80% with recharging excellent indicated. Agent had the pt stop recharging the ins, unplug the recharger from the controller, lock the controller and then unlock the controller. Pt saw no device found appear. Agent reviewed controller replacement with the pt. Pt called back to confirm if they could return all components in a single box - agent reviewed information. Pt requested assistance with pairing instructions and agent successfully got the controller to pair wirelessly and confirmed the pairing held without the recharger plugged in.